Manufacturer narrative:
D4 UDI: as the lot # is unknown, the UDI will consist of the primary di number only. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a extension set with one-link needle-free IV connector leaked blood from an unspecified location during infusion. The reporter stated that the patient was observed with an actively bleeding IV line, with blood going up to the IV tubing and present on the bed. The IV infusion was immediately stopped. The charge nurse removed the affected IV line and successfully inserted a new IV line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6(update codes), and h11. H11: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the video noted a leak due to cut or hole between the tubing and the female luer lock adapter. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.